Event description:
During a pacemaker failure (due to end of life of pulse generator) it was discovered that insulation breaks had occurred in both atrial and ventricular electrodes. Both were capped off.